Event description:
Customer's wife reported, customer was hospitalized for low blood glucose. Customer's wife states, he was connected during manual prime. No further details provided at time of call.

Manufacturer narrative:
Unable to prime due to faulty force sensor. Unable to perform basic occlusion, and occlusion test due to prime anomaly.